Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that her blood glucose was 250 mg/dl. The customer treated herself with a correction bolus, and two hours later her blood gluocse was over 500 mg/dl. The customer then treated herself with a manual injection. The customer removed the infusion set and found a bent cannula. The customer experienced low blood glucose of 39 mg/dl the next morning. The customer stated that she would contact her nurse for further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.